Event description:
It was reported that a spectrum pump had constant downstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'no false downstream occlusion alarm occurred. A review of the event history log revealed downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.